Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer awoke with blood glucose was 169 mg/dl while the sensor gave a reading of 72 mg/dl. The device later went into threshold suspend with a reading of 59 mg/dl, at which point he turned off the sensor and resumed basal rates. Customer turned the sensor back on in the morning and calibrated, and the sensor responded and was reportedly much closer to blood glucose. Calibration protocol was gone over and customer agreed to monitor sensor and blood glucose.